Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced a leaking acid pump. The cse proactively replaced all pinch valves for aspiration probes 1 through 4 to eliminate any potential waste fluid aspiration failure. The cse bleached the 3-way valves and ordered reagent probe 2 and 1 syringe plungers 2 ml diluter. The following day, the cse went back to the customer site and replaced reagent 1 and reagent 2 syringe plungers. The cse calibrated probes height and center. The cause of the discordant, tni-ultra result obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, tni-ultra result.